Manufacturer narrative:
Summarized patient outcomes/complications of long-term study of patients undergoing transcatheter paravalvular leak closure for hemolysis were reported in a research article in a subject population with multiple co-morbidities including diabetes mellitus, dyslipidemia, smoking, chronic kidney disease, chronic pulmonary disease, hypertension, prior stroke, prior permanent pacemaker, prior coronary artery disease, prior coronary artery bypass, pulmonary hypertension, prior endocarditis, and atrial fibrillation. One of the complication reported is hemolysis; this complication is anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It should be noted that the amplatzer duct occluder, instruction for use (IFU), states: the amplatzer¿ duct occluder is a self-expanding occluder made of braided nitinol wire designed for use in occluding a patent ductus arteriosus (pda). B3: date of event is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: long-term study of patients undergoing transcatheter paravalvular leak closure for hemolysis.

Event description:
The article, "long-term study of patients undergoing transcatheter paravalvular leak closure for hemolysis", was reviewed. The article presented a retrospective, multicenter study on the long-term impact of transcatheter paravalvular leak (pvl) closure (tpvlc) on hemolysis markers in affected patients. Devices included in the study were amplatzer vascular plug ii, amplatzer valvular plug iii, occlutech paravalvular leak device, and amplatzer duct occluder. The article concluded that tpvlc significantly improves hemolysis markers over long-term follow-up. (B)(6)]. The time frame of the study was from february 2013 to march 2024. A total of 39 patients were included in the study, of which 48 out of 50 (96%) devices involved were abbott devices. The average age was 69.4 years and the majority gender was male. Comorbidities included diabetes mellitus, dyslipidemia, smoking, chronic kidney disease, chronic pulmonary disease, hypertension, prior stroke, prior permanent pacemaker, prior coronary artery disease, prior coronary artery bypass, pulmonary hypertension, prior endocarditis, and atrial fibrillation.